Event description:
It was reported that the subject device had end of camera broken off. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1,h2, h3, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: connector was physically damaged, confirming the reported issue of the ends of camera being broken off. Unit failed water leak test due to broken connector a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ends of camera being broken off due to fatigue problem caused by stress or a series of repeated stresses. The most probable cause of this complaint is traced to cause traced to component failure. Olympus will continue to monitor field performance for this device.